Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted on (B)(6) 2016 but med-el personnel was not aware that this had occurred at that time.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted and re-implanted after having been inadvertently damaged during a surgery of the ear. This is a final report.

Event description:
Information from the field stated that the conductor link was damaged. The cable breakage was reported to have been caused during a device unrelated procedure for a suspected cholesteatoma and a defect of the posterior ear canal. The concerned device was explanted during the same surgery and the recipient was re-implanted with another middle ear implant. The device has been returned for investigation.

Manufacturer narrative:
Additional information: the information received from the field points to a damage of the conductive link. Reportedly, the cable was inadvertently broken during a device unrelated revision surgery for a suspected cholesteatoma and a defect of the posterior ear canal. Thus, the concerned device was explanted. However, to confirm the exact root cause of failure an investigation of the explanted device would be necessary, but despite several requests the explant has not been made available.

Event description:
Information from the field stated that the conductor link got broken. The cable breakage was reported to have been caused during a device unrelated procedure for a suspected cholesteatoma and a defect of the posterior ear canal. The concerned device was explanted during the same surgery and the recipient was re-implanted with another middle ear implant. Despite several requests, the device has not been returned for investigation.